Manufacturer narrative:
The field representative attended troubleshooting for this patient and device. Pacing threshold measurements on the rv and lv leads were good. The pacing impedance on the rv lead was slightly lower, but still within normal range. However, the patient underwent several tests and it was decided that the patient no longer needed the defibrillator. Bi-ventricular pacing did help the patient's heart failure, so tachycardia therapy was programmed off and the system remains in service for bi-v pacing only. The patient was scheduled for a routine follow-up in the next month. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the competitor's right atrial (ra) lead and the boston scientific right ventricular (rv) lead. The pacing impedance measurements were lower than expected. The pacing threshold measurements on the rv and left ventricular (lv) leads were high, at 6.5v and 6.0v. No pacing threshold measurement was able to be taken on the ra lead. The physician was concerned the patient would receive an inappropriate shock due to the noise oversensing so the patient was admitted to the hospital for troubleshooting. Technical services discussed trying to recreate the noise with patient maneuvers and pocket manipulation. An x-ray was suggested to view potential insulation damage and to ensure the leads were not touching. A review of the available data found multiple atrial tachy response (atr) and nonsustained ventricular tachycardia (vt) episodes stored due to the noise. No adverse patient effects were reported.